Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, during the procedure, the generator was in monopolar blend mode and was set at 27 watts when the system fault light turned on dropping the power to 2 watts. It was reported that rebooting the device solved the problem. The procedure was completed with this endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Reported event of low output. Reported event of generator displayed error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.